Manufacturer narrative:
(B)(4).

Event description:
Information was received form a consumer regarding a system being used to deliver dilaudid (hydromorphone) with a concentration of 50.0 mg/ml (milligrams per milliliter) at a dose of 8.012 mg/day for non-malignant pain and complex regional pain syndrome type ii. The patient had arthritis diagnosed in 1996. On monday, (B)(6) 20161, the healthcare provider (hcp) did a CT (computerized tomography) scan to check the patient's arthritis condition and discovered in the CT scan that the patient's catheter was broken. The patient was referred to follow up with an emergency appointment with her neurosurgeon. The patient had a pump refill coming up on (B)(6) 2016. It looked as if the medicine was not going into the spine, but into the patient's tissues. The patient had not had any adverse events. The patient was notified of the catheter issue on (B)(6) 2016. Additional information was requested regarding what troubleshooting was performed related to the medication being delivered to the tissues rather than the spine, the actions/interventions taken to resolve the broken catheter, and if the cause of the broken catheter had been identified. A supplemental report will be submitted if additional information becomes available.